Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl as the cat had chewed on the infusion set tubing and the customer did not receive the insulin that was requested. The infusion set was changed and a bolus via the pump was delivered to address the high bg. The type of infusion set used was not reported.